Event description:
The physician deployed a starclose device to close an arteriotomy following an interventional bilateral iliac stenting procedure. A femoral angiogram was done that confirmed the access site to be in the common femoral artery (cfa) which was "not large" but greater than five (5) millimeters with no visible disease. No problems were reported during insertion, deployment or removal of the device. Hemostasis was achieved with the device. However, three (3) hours later, the pt was returned to the angio suite because of an ischemic leg with no pulses. Angiography showed an occlusion at the starclose site. The pt was taken to the opearting room for a cut-down that revealed the starclose clip to be attached to plaque on the posterior wall. The clip was removed and a gore-tex graft patch was positioned on the cfa. The pt was admitted to ICU for overnight observation.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.